Event description:
A malfunction on the pump was reported by the customer while traveling, occurring after passing through a tunnel. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, and the malfunction did not recur. Technical support instructed the customer to continue using the pump and to call back if any malfunction code occurs again, which the customer acknowledged and understood.